Event description:
It was reported that the device was explanted due to premature battery depletion. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: a high current drain condition was found. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) a high current drain condition was found. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. We did receive performance data collected from the device and have analyzed the data. Time of recommended replacement time (rrt) in save to disk occurred on 2009, device eri<=2.62 volt. Weekly battery voltage log data shows min bat=2.64 to 2.62 volts minimum between (B)(4) 2009 and (B)(4) 2009.